Event description:
It was reported that the customer changed out her battery and received a failed battery test alarm. Her last blood glucose was 160 mg/dl. The customer stated she knew why she received the failed battery test and that the battery she was using should not be used in the insulin pump. It was explained that her basal rates would not continue because insulin had stopped. The customer was instructed to go buy some batteries. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).